Manufacturer narrative:
The insulin pump alarmed button error and no button response due to moisture damage on keypad traces. We were unable to perform idle current test, run current test, self-test, off no power test, error test, basic occlusion test, occlusion test, prime test, no delivery test, and displacement test due to button keypad anomaly. The insulin pump was received with minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported via phone call by customer's mother that the customer had high blood glucose and a button error. The customer's blood glucose was 500mg/dl, treated with insulin pump. Customer's mother declined troubleshooting. Customer's current blood glucose was 351mg/dl. Advised customer the pump will be replaced and revert to back up plan.